Event description:
A female patient reported she developed a severe, blistery rash under the entire electrode during a 3 lead, 30 day holter monitoring procedure. The electrodes were being changed every 3 days. She said her doctor gave her an injection and an oral predinisone, 5 day decreasing dose. She said the rash has mostly resolved but skin is still red.

Manufacturer narrative:
Received information on (B)(4) 2013 as to type of medical intervention. Electrodes used have been returned. Note: the device was received for analysis on (B)(4) 2013.